Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 07-apr-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint handpiece was received loose inside the original folding carton. Patient stickers were also received. During a visual inspection, the device was inspected under magnification. The complaint handpiece was received with the plunger rod fully retracted. Viscoelastic residue was observed to be evenly distributed throughout the cartridge; the cartridge tip was observed to be bent. The lens module was inspected revealing no issues or viscoelastic residue; the complaint lens was observed to be unfolded inside the lens module. Device assembly was inspected revealing no issues; viscoelastic residue was observed below the lens module indicating an excessive amount of ovd may have been used which could contribute to the complaint issue reported. The plunger rod and plunger rod advancement was inspected revealing no issues. The lens was inspected revealing it was received coated in viscoelastic residue. The lens was cleaned revealing no issues. Complaint issue "delivery issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: male section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 incision enlargement and vitrectomy section h-6 health effect - clinical code: 4471 vomiting section h-6 health effect - clinical code: 4581 incision enlargement an attempt was made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dcb00 model intraocular lens (iol) would not deploy and there was patient contact with the cartridge tip. The procedure was completed successfully using a za9003 20.0 diopter iol that was implanted in the patient¿s ocular sinister (left eye) however, incision enlargement and vitrectomy were required. After the surgery and before the patient went home, he experienced mild nausea, vomiting & throbbing pain in pain. No further information is available.